Event description:
It was reported that on an unknown date the tna gig does not line up with the proximal screw holes in the nail, the drill hits the nail when inserted through the gig and drill guide. It is unknown if the procedure was completed successfully. It prolonged the case. There was no patient consequences. Reporter stated this has happened at least a dozen times. This is event 7 of 12.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h6: photo investigation: the product was not returned to medtech orthopedics; however, photos were provided for review. The device associated with this report was not returned to medtech orthopaedics for evaluation. The photographs provided were reviewed, however the provided evidence was not sufficient to confirm the reported event of (misalignment). Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was (not confirmed) as the observed condition of the insertion handle/ radiolucent long would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: part number: 03.043.024-us, lot number: 93p0135, manufacturing site: hägendorf, release to warehouse date: 23-apr-2021. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.